Event description:
The customer tested her blood glucose using her contour meter and a friend's contour. The customer's meter gave readings ranging from 300's-400's (mg/dl), while the other meter read between 199-205 mg/dl. If the customer's contour read 409 mg/dl or more, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.